Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since it was not possible to identify when the channel was clogged with foreign material, olympus medical systems corp. (Omsc) determined that the device clogged with foreign material may have been used in the procedure. From the device inspection results, omsc was able to confirm the device nonconformity, but was unable to determine the device nonconformity that affected the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information and past similar cases, the reported event may have been caused by a delay in the user's pre-cleaning of the device performed after the previous procedure, or improper brushing of the channel. -from the device inspection results, it was confirmed that the channel was clogged with foreign material, but it was not determined what the foreign material was. -according to past similar cases,, the cause was surmised to be a delay in pre-cleaning by the user performed after the previous procedure, or improper brushing of the channel. Since the instruction manual states that the instrument channel should be inspected and checked for foreign material from the distal end, the user can detect the reported event before the procedure. It states that all channels and all accessories of the endoscope must be reprocessed after each patient procedure, and that insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Therefore, the reported event is preventable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The insulation resistance value at the distal end was out of the standard due to a scratch on the distal end cap. The upward angulation was out of the standard due to the wear of the angle wire. The suction volume was out of the standard due to damage to the channel tube. There was a leakage from the channel tube due to the perforation. There was a leakage due to the deformation of the right/left angulation control knob and the up/down angulation control knob. Due to the deformation of the air/water nozzle, the amount of water supplied was out of the standard. The monitor screen was partially darkened due to scratches on the ccd lens. The condition of the light guide bundle was not good. There was a gap in the adhesive of the bending section rubber. The insertion tube was crumpled. The suction cylinder was cut. The video connector was deformed. Olympus (B)(4) determined that the reported event was caused by insufficient cleaning. It was not possible to confirm exactly what the foreign material was. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4), ltd. (Olympus (B)(4)) and found that the channel was clogged and foreign material came out of the channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at okr. As a result of the evaluation, the following was confirmed. The insulation resistance value at the distal end was out of the standard due to a scratch on the distal end cap. The upward angulation was out of the standard due to the wear of the angle wire. The suction volume was out of the standard due to damage to the channel tube. There was a leakage from the channel tube due to the perforation. There was a leakage due to the deformation of the right/left angulation control knob and the up/down angulation control knob. Due to the deformation of the air/water nozzle, the amount of water supplied was out of the standard. The monitor screen was partially darkened due to scratches on the ccd lens. The condition of the light guide bundle was not good. There was a gap in the adhesive of the bending section rubber. The insertion tube was crumpled. The suction cylinder was cut. The video connector was deformed. Okr determined that the reported event was caused by insufficient cleaning. It was not possible to confirm exactly what the foreign material was. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4), ltd. (Okr) and found that the channel was clogged and foreign material came out of the channel. There was no report of patient injury associated with the event.